Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in an adult female patient who had essure (batch no. C49140) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar spondylosis, uterine fibroids, intervertebral disc degeneration and sciatica. Concurrent conditions included lumbar radiculitis, intervertebral disc displacement, nausea, odynophagia, urticaria, weight gain, swelling of legs, itching, rash, hematochezia and diverticulosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal distension ("abdominal bloating"), complication of device insertion ("failed essure") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation, dyspareunia, weight increased, abdominal distension, complication of device insertion and pelvic pain outcome was unknown. The reporter considered abdominal distension, complication of device insertion, device dislocation, dyspareunia, pelvic pain, perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: impression: both inserts are peritoneal, both fallopian tubes fill with contrast although only a small amount of contrast spills into the periosteum.; on (B)(6) 2015: results- essure placement left coil appears superior to left fallopian tube; uncertain placement on right tubal occlusion: left tubal patency, indeterminate on right. Left tubal patency with left essure coil appearing superior to left fallopian tubes; indeterminate status. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in an adult female patient who had essure (batch no. C49140) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar spondylosis, uterine fibroids, intervertebral disc degeneration and sciatica. Concurrent conditions included lumbar radiculitis, intervertebral disc displacement, nausea, odynophagia, urticaria, weight gain, swelling of legs, itching, rash, hematochezia and diverticulosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal distension ("abdominal bloating"), complication of device insertion ("failed essure") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation, dyspareunia, weight increased, abdominal distension, complication of device insertion and pelvic pain outcome was unknown. The reporter considered abdominal distension, complication of device insertion, device dislocation, dyspareunia, pelvic pain, perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results - essure placement left coil appears superior to left fallopian tube; uncertain placement on right tubal occlusion: left tubal patency, indeterminate on right. Left tubal patency with left essure coil appearing superior to left fallopian tubes; indeterminate status; on (B)(6) 2015: impression: both inserts are peritoneal, both fallopian tubes fill with contrast although only a small amount of contrast spills into the periosteum. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.